Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation: observed opening crack in the diaphragm valve side assessed as cracked valve seat diaphragm valve. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. White particles inside device. No further actions are required as the device was implanted." Explanatory comment e.1: this field is updated to represent that the patient was the initial reporter.

Event description:
Patient reported right side "deflation." Healthcare professional later reported right side "rupture" of a saline device. Device has been explanted and replaced.

Event description:
Patient reported right side "deflation." Healthcare professional later reported right side "rupture" of a saline device. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 07/26/2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.